Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The product was not returned to j&j medtech orthopaedics; however, photos were received for review. The photo investigation revealed that the attune fb tib base sz 7 cem had organic material on the surface, additionally, no signs of cement remnants can be seen. Even though no signs of burnishing can be observed, the lack of cement remnants on the device might be an indicator of improper fixation between the cement and implant interface. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune fb tib base sz 7 cem would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Revision of an attune crfb construct due to tibial loosening. Femur was well fixed. First generating attune tibia. Tibial baseplate came out clean with minimal effort to extract, and with no cement attached to the implant. Cement-bone interface was sound. Femur was well fixed with excellent implant-cement interface. Procedure was completed successfully with no delay. Affected side: right side.